Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronics assembly. The functional testing could not be completed due to the blank display. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
The customer reported via telephone call that the insulin pump buttons became unresponsive. The blood glucose reading was 175 mg/dl. The insulin pump also alarmed for a reset error and had not been stored or out of use for an extended period of time. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.